Manufacturer narrative:
Date of event is unknown. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was discovered the patient underwent surgical intervention for unknown reason, wherein the scs system had been explanted at an unknown date.